Event description:
Orig. Surg, 2006. Allegedly because a pt had a dislocation, a surgeon carried out a closed reduction for a pt. As a result, the head component was separated from the bipolar cup during a closed reduction.